Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc checked the subject device and found that the reported phenomenon was duplicated. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the investigation, omsc considered that the reported phenomenon was attributed to the failure of the printed-circuit board in the video connector. Omsc surmised that the failure of the printed-circuit board in the video connector was attributed to the followings. 1) the video connector was temporarily short-circuited by connecting to the video system center with water etc. Adhering to the electrical contacts. 2) an overcurrent temporarily flowed by inserting and removing the video connector while the power of the video system center was turned on. 3) static electricity was applied to the electrical contacts of the video connector. 4) there is no replacement record since delivery (december, 2014) from the repair history of the video connector board. Electronic components deteriorated over time due to energization stress during normal use and thermal stress of autoclave sterilization, resulting in failure.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the endoscopic image was not displayed and the scope communication error e226 was displayed. The user cleaned the connector, the error e226 could not be resolved. The user connected another endoscope to the video processor, the issue was resolved. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.